Event description:
This is filed to report death. This research article was a retrospective study designed to investigate the acute and mid-term outcomes of transcatheter edge-to-edge mitral valve repair (tmvr) with the mitraclip in patients with atrial functional mitral regurgitation (a-fmr). It was reported that 87 patients who underwent a mitraclip procedure between 2009 to 2021 were evaluated. Complications identified in the study included: renal failure, hemorrhage, hospitalization or prolonged hospitalization, heart failure, cardiac death, and non-cardiac death. In conclusion, elderly patients with a-fmr and atrial fibrillation, the mitraclip showed to be a safe and effective treatment. Mitraclip implantation reduces the grade of mitral regurgitation and improves nyha class at mid-term follow-up. This procedure may also induce a positive reverse remodeling of left atrium and mitral annular dimensions. Details are listed in the attached article titled, "transcatheter edge-to-edge mitral valve repair in atrial functional mitral regurgitation: insights from the multi-center mitra-tune registry". No additional information was provided.

Manufacturer narrative:
The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Dates estimated. The UDI number is not known as the part and lot number were not provided. The additional patient effects reported in the article are captured under a separate medwatch report number. Attachment: article titled, "transcatheter edge-to-edge mitral valve repair in atrial functional mitral regurgitation: insights from the multi-center mitra-tune registry".

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed and due to the limited information available from the article, the cause of the reported non-cardiac death and cardiac death are unable to be determined. The reported patient effect of non-cardiac death and cardiac death are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.